Event description:
Fire dept personnel were attending to a pt in "pea." Allegedly after the device was attached, it kept indicating connect electrodes. Power was cycled with no immediate effect. On the third attempt, the device analyzed the pt's rhythm and rendered an appropriate no shock decision. There were no adverse effects to the pt as a result of the alleged malfunction.